Event description:
Per the clinic, the recipient underwent a revision surgery (specific date not reported) in order to reposition the device. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 23, 2024.